Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process. Based on the photographic evidence, the belief is that the complication is the result of deck deflection. The complication was the result of the tissue and buttressing material being beyond the ecr60t (black) staple cartridges gap specification and the ple60a devices' ability to bring the captured mass into thickness compliance.

Event description:
It was reported that during a laparoscopic sleeve procedure, the black load on the first firing on the stomach with gore seamguard fired completely and the inner row of staples were not closed. There were no patient consequences. Case completed by over sewing and using an alternate device.